Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the label is missing from the back of the pump, which has no effect on insulin delivery function but may impact the waterproof feature of the pump. On examination the keypad was intact without damage. On testing, the ok button had intermittent response. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contact of the ok button.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: intermittent response of keypad button.